Manufacturer narrative:
Investigation conclusion: no adverse trend was identified for this lot number for the reported issue. Root cause: unable to determine. Source: contact by phone.

Event description:
Qv sars otc blood on swab collected by consumer. Consumer doesn't mention an issue with their test results, but is calling to ask if the blood on their test swab can interfere with testing caller had dry nose during time of collection tss provided cross reactivity data per pi blood (human) blood 15% v/v no cross-reactivity no interference.